Event description:
It was reported that the programmer was "broken." It was also reported the programmer boots up to a blank black screen. The programmer was returned for repair. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis could not confirm the reported event. However analysis did find an error when the device was booted up, data drive corruption. The power cord door was damaged, the hinge plate screws were missing, the upper case was damaged, the system fan was noisy and the system battery had failed.